Manufacturer narrative:
Balt USA reference: (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f230800119 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "during the coiling of a carotid tip aneurysm, after 3 or 4 coils perfectly detached, the doctor wanted to reposition this optima, but during the maneuvers the coil detached itself inside the catheter. The doctor tried to push it inside the aneurysm sac with no success. Then he tried to retrieve it with a goosnack and then with a stent retriever with no success. Finally, he left it with a short tail in the vessel. The patient is ok until now." Update 19sep2024 - additional information received from the issuer: "1. What is the current patient condition? The patient is currently ok. 2. Were any attempts made to detach the implant coil using the detachment controller? No, they just tried to reposition the coil inside the aneurysm and the coil detached by itself" incident report form submitted for this complaint indicates that no patient injury was sustained.